Event description:
Event: conversion to standard open repair. Event narrative: access was achieved through the left side. A planned conduit approach on the right side with ilio-fem. The common iliac was ligated for retrograde flow. Internal iliac was coiled. During deployment, the contralateral limb landed in the external iliac and wire access was lost. Ipsilateral side was deployed but the physician was not happy with the ipsi limb outflow. The pt was converted to standard open repair. The graft was explanted and found to be twisted.